Manufacturer narrative:
The camera was returned for evaluation. The device was inspected and tested however, the customer's reported issue could not be confirmed as the camera displayed an image with no anomalies noted. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed that the customer camera head reportedly had no image during use in a urinary surgery. The procedure was completed using the same device. The procedure was not delayed more than 15 minutes. No patient injury or harm was reported to olympus. The camera will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was surmised that this suggested phenomenon occurred due to a communication failure due to a faulty cable. From the investigation, it was noted that the appearance of the cable was damaged. Therefore, it was further surmised that the cable was disconnected and became defective from this damage. The instructions for use (IFU) states the following regarding the handling of the cable in question: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable ay be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is oiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. He camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera able. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.